Event description:
This report is related to a (B)(6) patient. It was reported the patient lost therapy after undergoing an unrelated surgical procedure. An impedance check revealed high impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.